Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port of the pump appeared to be loose as the customer experienced difficulty intermittently charging the pump battery. The customer's blood glucose level ranged from 70-200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.